Manufacturer narrative:
Bayer case number: (B)(4). Chronic tiredness [tiredness]. Bilateral achilles tendonitis [achilles tendinitis]. Joint problems [joint disorder]. Memory disturbance [memory disturbance]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 22-apr-2025. The most recent information was received on 02-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("chronic tiredness") in a 41-year-old female patient who had essure inserted (lot no. B34523) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014 she experienced tendonitis ("bilateral achilles tendonitis"). On unknown date she experienced fatigue (seriousness criterion medically important), arthropathy ("joint problems") and memory impairment ("memory disturbance"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to tendonitis, arthropathy, memory impairment or fatigue. The reporter commented: no problems at the time of insertion, first side effects in (B)(6) 2014 (bilateral achilles tendonitis). Current state of the patient: joint problems (and multiple issues with tendonitis) memory disturbance chronic tiredness actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 120 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-may-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Chronic tiredness [tiredness] bilateral achilles tendonitis [achilles tendinitis] joint problems [joint disorder] memory disturbance [memory disturbance] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2025. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("chronic tiredness") in a 41-year-old female patient who had essure inserted (lot no. B34523) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014 she experienced tendonitis ("bilateral achilles tendonitis"). On unknown date she experienced fatigue (seriousness criterion medically important), arthropathy ("joint problems") and memory impairment ("memory disturbance"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to tendonitis, arthropathy, memory impairment or fatigue. The reporter commented: no problems at the time of insertion, first side effects in (B)(6) 2014 (bilateral achilles tendonitis). Current state of the patient: joint problems (and multiple issues with tendonitis) memory disturbance chronic tiredness actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 120 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.